Manufacturer narrative:
Soft cannula was in the deployed state when the device was received. The data showed that the first priming sequence ended at 47 pulses and deactivation occurred at 57 pulses. Although the needle mechanism was reset and fired properly during the investigation, the reported event could not be determined. No kinks or bends were identified on the exposed portion of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure, bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used. The patient's blood glucose (bg) values reached 240 mg/dl. The cannula was bent.